Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the patient's right atrial (ra) lead dislodged and was repositioned and remains in use. During the ra lead reposition, the ra setscrew of the patient's implantable pulse generator (ipg) became disengaged. Another device was used. It was also reported that during placement of the right ventricular (rv) lead that the lead appeared to have perforated the rv apex. It was not completely clear that this occurred, but the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.